Event description:
It was reported that the bd alaris pump module smartsite infusion sets experienced air bubbles in line, and kinked tubing. The following information was provided by the initial reporter: small uniform air bubbles at regular intervals below alaris pump module (no air in line alarm). A kink was noticed above the pump module from the primary line.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion sets experienced air bubbles in line, and kinked tubing. The following information was provided by the initial reporter: small uniform air bubbles at regular intervals below alaris pump module (no air in line alarm). A kink was noticed above the pump module from the primary line.